Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm or battery error noted. Pump programmed with low reservoir alarm and the alarm functioning properly. Pump passed the displacement, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The displacement test functioning properly. Pump received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was around 180-200 mg/dl. Customer stated that the insulin pump as been dropped and has scratches on the display screen. Checked alarm history and found low reservoir, motor error, no delivery, and low battery alarms. However, customer declined to troubleshoot for the low reservoir, no delivery, and low battery alarms. Customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.